Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad for the ilet pump was blinking green and not charging the pump, and a second charging pad charged the pump slowly at approximately 2% per 15 minutes after the user tried multiple outlets and cables. Symptoms included no adverse clinical effects. Outcomes included no impact to health or medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a suspected charger performance malfunction consistent with a power/charging subsystem issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective charger.